Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The up arrow and ok keypad buttons reportedly were unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 11/11/2015. Device evaluation: the device has been returned and evaluated by product analysis on 10/26/2015 with the following findings: the keypad was found to be intact; all buttons were found to be responsive during investigation. The reported under responsive issue with the keypad buttons was not duplicated. The keypad cover was removed to inspect under the contacts; contamination was found under all keypad contacts. Unrelated to the complaint, the battery compartment was cracked below the bumper at the case seal. Also unrelated to the complaint, the display screen was found to be dim, faded and pink.